Event description:
It was reported to boston scientific corp that a solyx sis system was used during a sling placement procedure. The pt age was reported as (B)(6) years. According to the complainant, during the second side of the procedure, the carrier dislodged from the delivery device and would not seat properly in the muscle. The procedure was completed with a different device. There were no pt complications and the pt's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
(B)(4).